Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Nearly choked [choking sensation]. Complaint, (nearly choked) when cleaning teeth- picture reveals upper bristle component detached from dual action brush head [device breakage]. Case description: a consumer of unspecified age and gender reported via social media on (B)(6) 2017 that he/she had a complaint, and he/she nearly choked that morning when cleaning his/her teeth "because of this." No further description was provided. The consumer submitted a picture revealing an oral-b dual action brushhead with the upper bristle component detached. The case outcome was recovered. Concomitant product: oral-b rechargeable toothbrush, version unknown.